Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle was slow to retract. The following information was provided by the initial reporter: all issues with any sample I sent were related to delayed response of the needle retreating into the sheath.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Your report of delayed retraction could not be confirmed from the shielded needle that was provided for investigation. The needle was received with open unit packaging from lot #4155273. The IV catheter was not returned with the needle. The safety mechanism was reset and upon activating the safety mechanism, the needle fully retracted and the retraction time was within specification. A device history record review showed no non-conformances associated with this issue during the production of this batch.